Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the biphasic and therapy pcb assemblies and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed assemblies and could not determine the cause of the reported failure.

Event description:
It was reported that during testing, the device would not deliver defibrillation therapy and had logged a potentially critical fault code. There was no patient use associated with the reported failure.